Event description:
It was observed that during the device evaluation, the rigid video scope had breakage on the distal fiber, scratches on distal edge objective frame, and cracks on side of video connector. The issue occurred during reprocessing. There was no reports of patient involvement.

Manufacturer narrative:
The device evaluation found a distal fiber breakage, scratches on distal edge objective frame, and cracks on side of video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.